Event description:
In 2007, a pt underwent a revision surgery due to adjacent disc disease. The surgeon was able to remove 3 of the 4 screws of the one level fusion. During the removal of the final screw, the threaded screw removal driver broke within the head of the screw. The surgeon was able to remove the tip fragment from the screw with the use of forceps after a 20 minute delay. There was no reported injury to the pt.

Manufacturer narrative:
Product has been received at abbott spine. Investigation is pending.